Manufacturer narrative:
This report is submitted august 1, 2017.

Event description:
Per the clinic, the patient experienced a migration of the electrode array into the middle ear. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to correct the electrode array position. The surgery was successful and the implanted device remains insitu.